Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had cosmetic damage on the display screen. It was reported that they had a high blood glucose value of 400/mg/dl at the time of the incident. It was reported that they could not read the display. The customer was advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.